Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sitting, the infusion set detached at the tubing connection. Reportedly, yesterday, when she changed out the site, she had three different sets that broke on her body. When she rolled the tubing, the set came apart. The pump was on the next counter and was hooked up. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.